Event description:
On 04/18/1997, the MFR rec'd a package with two devices and letter from the dist that states the following: enclosed are two devices returned from the facility with problems with the cuff. This report concerns the first device/event (ref. MDR#1056436-1998-00028 for the second device, unit#2/event). One of the units (#1), the cuff fell off when they were irrigating the cannula. The second unit (#2) was already implanted to the pt, and the doctor was ready to make the suturing when he noticed the cuff was loose. Please investigate as it is very important that this situation is solved satisfactorily for the customer. Also, they are asking for replacement of all damaged units free of charge. No further details were provided at this time.